Event description:
Affiliate reports that cerebrospinal fluid didn't flow in the abdominal catheter and then separation of the ventricular catheter side was confirmed. The dr suspected ii flew backwards in the valve after observing the progress and dr explanted the valve from the pt.